Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Upon completion of baxter's investigation, or if additional relevant information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A homechoice hardware device had a 2240 (air in line) alarm, which is indicative of a potential malfunction of the disposable cassette. The hp reported that one of the supply bags had a loose connection with the cassette's supply line. This event is known to cause a 2240 alarm. As the supply bag and cassette were not returned for analysis, the cause of the loose connection could not be determined.

Event description:
It was reported that system error (se) 2240 (air in set) alarm occurred during dwell 3 of 4 on the home choice (hc); the home patient (hp) was connected. There was no hp or bag disconnection, however, the connection on the supply bag was loose. The hp cycled power to end therapy. The hp would complete therapy with manual supplies and was referred to the hp's registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.